Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not know what they did but they must have pushed something wrong. Their home page on the insulin pump was not normal and seemed like insulin is delivering slowly. The customer fell and broke ankle due to low blood glucose level. Customer's blood glucose level was 362 mg/dl. The device was not returned.